Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced inappropriate antitachycardia pacing (atp) therapy after the implantable cardioverter defibrillator (ICD) detected a double tachycardia via pr logic and the wavelet feature while the patient was in supra ventricular tachycardia (svt). It was noted the atp therapy led to a fast ventricular tachycardia (fvt), and a shock was then delivered, which reverted to normal sinus rhythm. The physician also noted the patient had experienced inappropriate atp therapy for svt in the past, and reprogramming would take place to turn off the wavelet feature, but continue use of pr logic and increase the fvt zone to prevent inappropriate therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.